Event description:
It was reported from the patient that approximately 4 years 3 months following the implant of this transcatheter bioprosthetic valve, the patient experienced increased dyspnea and fatigue. An echocardiogram was performed that revealed the transcatheter valve was "twice the size of what it was when it was put in". Subsequently, the patient underwent further testing and with plan to potentially undergo transcatheter aortic valve-in-transcatheter aortic valve replacement.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the patient that approximately 4 years 3 months following the implant of this transcatheter bioprosthetic valve, the patient experienced increased dyspnea and fatigue. An echocardiogram was performed that revealed the transcatheter valve was "twice the size of what it was when it was put in". Subsequently, the patient underwent further testing and with plan to potentially undergo transcatheter aortic valve-in-transcatheter aortic valve replacement. Additional information was received that the patient was evaluated for valve-in-valve replacement with a non-medtronic (sapien) valve.

Manufacturer narrative:
Updated: a4, b1, b2, b5, b7, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.